Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pc400 pusher assembly, and the pusher assembly was kinked approximately 2.0 and 5.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly conclusions: evaluation of the returned devices revealed both pusher assembly mid-joints were retracted proximal to the introducer sheath friction locks. The introducer sheath has a friction lock on the proximal end. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the coil. Further evaluation revealed the ruby coil introducer sheath was kinked near its distal end. This damage may have occurred due to forceful manipulation of the ruby coil during insertion into a microcatheter. Further evaluation revealed both pusher assemblies were kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01876.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01876.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and ruby coils. During the procedure, the physician experienced resistance while attempting to advance a pc400 into a non-penumbra microcatheter and the pc400 was unable to advance out of its introducer sheath; therefore, it was removed. The physician then attempted to advance a ruby coil through a new non-penumbra microcatheter; however, resistance was experienced again and the ruby coil was unable to advance out of its introducer sheath and into the new microcatheter. Therefore, the ruby coil was removed and the procedure was completed using new pc400s and the same microcatheter. The physician reported not using a rotating hemostasis valve and not maintaining continuous flush. There was no report of an adverse effect to the patient.